Manufacturer narrative:
Corrected data: e2 (the correct answer has been selected). H10: per the information obtained from the customer, there was no deviation from instructions for use in reprocessing steps for the area where foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and auxiliary water channel could not be identified. Foreign material in the air/water channel is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Foreign material in the auxiliary water channel is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had blockage. There were no reports of patient harm. During the device evaluation, confirmed contamination in the air/water and jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: light cover glasses chipped, light cover glasses adhesive pitted, optical cover glass adhesive pitted, distal end cap worn, distal end adhesive lifting, control body - aspiration housing coloured ring worn, angle not to specification, angle play play evident, air channel - volume blockage evident, water removal not to specification, water channel - volume blockage evident, and electrical safety test not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.